Manufacturer narrative:
It was reported that a patient underwent procedure with a thermocool® smart touch® sf bi-directional navigation catheter and at the end of the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient it was found to have char on the tip of the catheter. There was no patient consequence. This event was originally considered nonreportable, however, bwi received additional information on 5/8/2018 clarifying that the material found attached to the tip of the catheter was coagulum and not char. As such, bwi has reassessed the event as reportable. Product evaluation details: the device was visually inspected and coagulum was observed on the tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the coagulum observed cannot be determined since no failure was observed, it could be related to the procedure. Correction: device manufacture date was inadvertently omitted in the initial MDR. As such, it has been included. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent procedure with a thermocool® smart touch® sf bi-directional navigation catheter and at the end of the procedure when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient it was found to have char on the tip of the catheter. There was no patient consequence. This event was originally considered nonreportable, however, bwi received additional information on 5/8/2018 clarifying that the material found attached to the tip of the catheter was coagulum and not char. As such, bwi has reassessed the event as reportable. The awareness date for this record is 5/8/2018 because this is when bwi received new information